Event description:
It was reported that a customer contacted the manufacturer after using a imaging system which allegedly produced a burnt smell post completing the first procedure. The customer had shut down the system normally and rebooted it and proceeded to use the system for another procedure. Once the customer reported this event to the manufacturer, the customer was instructed to stop using the imaging system and return it for evaluation. No patient injury or adverse events were reported.

Manufacturer narrative:
(B)(4). The imaging system was returned to (B)(6) and a preliminary visual evaluation revealed a burned capacitor in the printer power supply. The manufacturer is pending return of the imaging system for further evaluation. A supplemental report will be submitted when the manufacturer completes the investigation.